Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), ubd: UDI#: (B)(4). H4: the manufacturing date for product ID nim4cpb1 is 2020-04-22. Additional code img g02005 is applicable for product ID: nim4cpb1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid procedure, stimulus set to 1.0, threshold set to 150. There were multiple error messages during use of stim probe, nim unit was unusable while trying to dissect out the nerve. Not using cautery at all during this time of the procedure. It all seemed to stem from using the stimulator probe. The error message read along the lines stimulus too great or too high despite not manipulating nerve at all. The "out of measurement calibrating" message was shown. Would not reset with turning machine on/off. The procedure was completed with backup nim 3.0 product. There was no patient injury.

Manufacturer narrative:
Previously submitted code fdc d16 and fdd a090804 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.